Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead intermittent sensing and the right ventricular (rv) lead exhibited non-detection of the r waves along with high out of range pacing impedance measurements of greater than 2000 ohms. A revision procedure was performed where under fluoroscopy the insulation of both the ra and rv leads were found to be damaged in the clavicle area due to a clavicle crush. A fracture was suspected for both leads. Subsequently the ra and rv leads were explanted. No additional adverse patient effects were reported.